Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site. It was noted that the patient would have the infected area cleaned out. No further information has been obtained despite good faith efforts.